Event description:
On (B)(6) 2026, during an acl reconstruction procedure, an ar-1588tb-1 tightrope abs, button, round ø14 mm experienced an issue where the tibial button snapped in half while seated within the ar-1588tn-21 loop during final tensioning. The button had already been positioned within the loop when the break occurred. The device was removed from the patient without difficulty, and the case was completed using an ar-1588tb tightrope, button. The event resulted in a procedural delay. No patient harm was reported. Additional information was received on 23-feb-2026: there was an approximately 10-minute delay in the procedure while the surgeon attempted to re-lengthen the tightrope. It is unknown whether additional anesthesia was administered. An ar-1204af-90 was used to drill the tibial tunnel.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.